Manufacturer narrative:
Internal complaint reference: (B)(6).

Event description:
It was reported that, during an internal fixation surgery, when impacting the tibia nail the head of one (1) short impactor broke off into one (1) semiextended drill guide. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.